Event description:
This lead was implanted on (B)(6) 2013 and remains implanted up to this date. A call to technical services placed on (B)(6) 2013 states that this patient had an infection. The physician was dr. (B)(6) at (B)(6) center in (B)(6), oh. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).